Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested but has not been received. Should additional information be received, a supplemental report will be submitted.

Event description:
A doctor reported patients having infection after grafting cases. Additional information was requested but has not been received.

Manufacturer narrative:
The device was not returned for evaluation and the serial number is unknown. An investigation of the complaint was completed. According to origins lipoharvesting system hazard analysis (260-0142hz rev. 2), there is a risk of infection caused by the inadvertent introduction of pathogens. There is a possibility of biohazardous material from prior use coming in contact with a patient. Lipo-harvester user guide (240-0435 rev. 2) describes the procedure for cleaning and sterilizing prior to use. The clinic has quarantined the equipment until they receive follow up training on the proper use and cleaning of the system. The safe and effective use of the lipo-harvester depends to a large degree on factors solely under the control of the operator. It is important that all operators read, understand, and follow the operating instructions supplied in the user manual. The customer did not provide their cleaning or sterilization technique they used. Based on the available information, the lipo-harvester was most likely cleaned or sterilized incorrectly between patient use resulting in inadvertent introduction of pathogens.

Event description:
Additional information was obtained from the surgeon. The surgeon performed a fat graft and transfer procedure on (B)(6), 2018. After the procedure, the surgeon administered standard antibiotics (clindamycin). The patient returned for follow-up 14 days post surgery and it was discovered that the patient had cellulitis. The surgeon washed, cleaned and drained the site. No additional tissue was excised. Patient made a full recovery.

Manufacturer narrative:
The device was not returned for evaluation and the serial number is unknown. A review of the device history records is in progress. It was reported the sterile services department will be given additional training on the proper cleaning and sterilization procedure of the system.